Event description:
It was reported to boston scientific corporation that a hydratome rx cannulating sphincerterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2009. According to the complainant, the tip of the device was bent. The procedure was completed successfully with another hydratome rx cannulating sphincerterotome. There was no report of pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.